Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this reported event was not returned. Review of a provided photograph confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during engagement of the glenosphere to the metaglene, the surgeon orientated the glenosphere to the correct position. During this step, he noticed a crack appear on the tip of the orientation guide. He was able to complete the step. No debris from the damaged instrument broke off into the patient.